Manufacturer narrative:
Complaint conclusion: upon insertion of an incraft stent (aaa bifurcate 34mm), the tip appeared to have been disconnected from the trans-renal stent mechanism. The device was removed and replaced with another to continue to the procedure. There was no reported patient injury. The device was returned for analysis. One non-sterile incraft aaa bifurcate 34mm delivery system was received for analysis inside a plastic bag. Per visual analysis, the unit was thoroughly inspected, and no anomalies were noted. No damages were noted either on the nose cone, or on the tip. However, the distal outer member section was observed kinked at several places all over the unit; kinks were found at 14.0 cm, at 20.0 cm, at 30.0 cm, at 38.5 cm, at 49.0 cm and at 52.8 cm from the outer member distal tip. No other anomalies were noted. Per functional analysis the unit was successfully deployed. No anomaly was noted during the deployment and release process of the unit. The prosthesis was inspected, and no anomalies were noted. A product history record (phr) review of lot 17726341 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿nose-cone-separated - during use¿ was not confirmed by analysis of the returned device as functional analysis was performed successfully. However, several kinks were observed on the distal outer member section of the unit. The cause of the kinks on the device could not be conclusively determined during the analysis. The exact cause of the reported event could not be determined. According to the safety information in the instructions for use ¿warning: ensure that the position of the aortic bifurcate cranial edge markers does not change while retracting the sheath. Once the trans-renal stent is unsheathed, the barbs on the trans-renal stent are exposed and may be engaged with the aortic wall. Repositioning or rotating the aortic bifurcate delivery system with the barbs exposed may damage the trans-renal stent or the aortic bifurcate delivery system, or cause injury to the artery or cause partial/complete coverage of aortic side-branches. Repositioning of the prosthesis may also result in peripheral and aortic side-branch vessel embolization. Failure to position the bottom edge of the aortic bifurcate cranial edge markers below the lowest renal ostium may result in occlusion of the renal arteries. Rotating the delivery system after the sheath has commenced retracting may compromise the operator¿s ability to pull the secondary release wire in step 9. Caution: ensure that the delivery system handle and delivery system sheath are parallel with the patient¿s leg. Excessive angulation where the white handle component meets the delivery system sheath may prevent delivery system sheath retraction. 8. Under fluoroscopy, keep turning the gold handle component until the transrenal stent begins to expand. Assess device positioning relative to the renal arteries and make minor adjustments if needed. Continue retraction of the sheath until at least the contralateral leg of the aortic bifurcate prosthesis is unsheathed as confirmed by fluoroscopy where the sheath tip is just caudal to the four contralateral leg-gate markers. Warning: do not retract the guidewire beyond the contralateral leg-gate marker, as guidewire access can be lost or result in a kink of the delivery system. 9. While holding the white handle component stationary, locate the fixation release wire on the handle of the aortic bifurcate delivery system. Unclip the release wire retainer and pull the fixation release wire until the cranial end of the trans-renal stent is released as confirmed by fluoroscopy. Caution: while activating the fixation release wire ensure that the white handle is held against a steady object to avoid compromising placement of the stent graft. 10. Under fluoroscopy, if the prosthesis has not been completely unsheathed, continue turning the gold handle component until it is completely unsheathed. Use fluoroscopy to confirm complete deployment of the aortic bifurcate prostheses. The device performed as intended and therefore the reported event could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, upon insertion of an incraft stent (aaa bifurcate 34mm), the tip appeared to have been disconnected from the trans-renal stent mechanism. The device was removed and replaced with another to continue to the procedure. There was no reported patient injury. The device was clinically used and will be returned for analysis.